Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The complaint for valve inflation difficulty and/or incomplete inflation was unable to be confirmed as no applicable procedural imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, a review of device history record and lot history could not be conducted due to device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of instructions for use (IFU)/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the IFU manual, user is instructed to ensure inflating the balloon with entire volume during valve deployment and hold for 3 seconds confirming the barrel of inflation device is empty to ensure the full balloon inflation. In this case, it is likely that the surgeon did not fully inflate the balloon with entire volume due to physical strength limitation. Improper inflation techniques as such could have led to inflation difficulties and potentially compromised the device's intended function as the balloon inflation ability is dependent on proper inflation techniques per IFU. As such, available information suggests that use error (improper inflation techniques) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06331. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during the initial implant procedure, there was inflation difficulty during use of the commander delivery system where the surgeon appeared to struggle getting the last few cc's inflated into the valve due to physical strength, and then the balloon was immediately deflated without counting to 5. Interventionist had to assist surgeon with getting all volume into the balloon. The patient was brought back on post operative day 9 since the valve had migrated into the left ventricle causing perivalvular leak (pvl) and hemolysis, and the valve was post dilated. Mild leak was noted post procedure. The patient was discharged and then brought back for worsening pvl after 1.5 months. The patient underwent a valve-in-valve procedure due to moderate perivalvular leak through open cells. A second 26mm sapien 3 ultra valve was placed resulting in no pvl. The patient was doing well.